Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the insulin pump gave a no delivery alarm and customer's blood glucose was running high at 400 mg/dl, for which he had been given an injection. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. Customer's parent declined to check settings and history for accuracy. The high pressure test could not be performed. The insertion site was not sore or irritated. It was advised to change the entire set, reservoir and insulin, and that a tubing clamp would be sent for high pressure test to be performed upon receipt. Customer's parent stated she had been running basal rate at 200 percent to get customer's blood glucose to come down the previous day.